Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber/glass cap also shows a circumferential fracture at the proximal side of the fusion zone under the metal cap; there is signs of melting of the outer flow tubing and metal cap at the proximal fracture location; the metal cap exhibits moderate detritus adhesion; the glass cap exhibits moderate devitrification at the output window; the fiber proximal to proximal fracture can rotate independently of metal cap. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, two surgical fibers were replaced (at 14,000 joules and 37,000 joules of use respectively), due to an "excessive fiberlife" message being displayed by the laser system. The procedure was completed using a third surgical fiber, though the "excessive fiberlife" message was also reported to have been received prior to completion. Patient outcome: "ok" - there was no injury reported. This report is for the first surgical fiber used.